Event description:
It was reported that the physician reached out to technical services (ts) regarding the impedance measurements in this implantable cardioverter-defibrillator (ICD). Ts indicated the ICD exhibited variability of the impedance measurements along with low sensing amplitudes. It was believed the variability of the measurements is physiologic. No out-of-range pacing impedance measurements and no spring contact issues were observed. Troubleshooting options were discussed. No adverse patient effects were reported. Currently, this product remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.